Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the 32056 error was found. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 32056 error was triggered indicating fault on the yaw axis, replicating the reported event. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where sensor check was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight printed circuit assembly (pca) and yaw/pitch housing flat flex cables (ffcs) were aba tested and were verified to be the source of the fault. .

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, customer encountered repeated 32056 errors at power up. They had tried to power cycle the system but the error still returns; the were getting a prompt to disable arm 4. Technical support engineer (tse) explained that the 32056 errors were coming from universal surgical manipulator (usm) 4. Later, customer called back and wanted to try a hard power cycle. Tse helped with the hard power cycle of the patient side cart, however error 32056 returned and arm 4 was disabled and recovered to a 3-arm system. Staff is continuing to setup for cases as a 3-arm system. There was no reported injury.